Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon evaluation, u13 (microcontroller) and q1 (transistor) were shorted on the bedside board. The cause of the inability to charge the battery packs is the shorted components. The root cause of the shorted components cannot be positively identified. In addition, the battery board was contained. The root cause for the contamination was unable to be positively determined, but likely liquid ingress of an unk contaminant. No adverse event resulted from the defective charger. The pt received a replacement charge/modem.

Event description:
A (B)(6) female pt contacted zoll customer support to report that her charger was not recognize her battery packs. The pt was issued a replacement charger/modem.